Event description:
The following was reported to hamiton medical ag: description: during a patient ventilation the device experienced a low oxygen alarm. The ventilator was used for the correct intention and the patient was unharmed. The alarm was replicated by hamilton medical technician. No patient harm occurred and no intervention was necessary as the device continued to ventilate.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, according to our information, the technician assembled and recalibrated the oxygen sensor and the problem was solved. Hamilton medical ag case number is: (B)(4).